Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Cs0003v, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal sphincterotomy, rectocele and rectovaginal fistula. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, migraine, menorrhagia, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Lot number: b30426, manufacture date: 2013-05, expiration date: 2016-05. Lot number: cs0003v, manufacture date: 2013 -07, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received, reporter, event menorrhagia, hair loss , dysmenorrhoea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Cs0003v, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal sphincterotomy, rectocele, rectovaginal fistula, fecal incontinence, rectocele and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding/ unusual bleeding"), abdominal pain ("abdominal pain"), migraine ("migraines"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea /cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain, migraine, menorrhagia, alopecia, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Lot number:b30426 manufacture date: 2013-05 expiration date: 2016-05-31. Lot number:cs0003v manufacture date: 2013 -07 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. Cs0003v, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal sphincterotomy, rectocele and rectovaginal fistula. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hyserectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Lot number: b30426, manufacture date: 2013-05, expiration date: 2016-05. Lot number: cs0003v, manufacture date: 2013-07, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. Cs0003v, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal sphincterotomy, rectocele, rectovaginal fistula, fecal incontinence, rectocele and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("bleeding/ unusual bleeding"), abdominal pain ("abdominal pain"), migraine ("migraines"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea /cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain, migraine, menorrhagia, alopecia, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Lot number:b30426, manufacture date: 2013-05, expiration date: 2016-05. Lot number:cs0003v, manufacture date: 2013 -07, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event added: unusual periods. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding,") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. Cs0003v, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal sphincterotomy, rectocele and rectovaginal fistula. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.